Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A technician reported that during lasik surgery, the eye tracker contrast dropped off completely at 50% of the treatment. They are able to reacquire track and the surgeon continued the treatment within approx 10 seconds. On the first postoperative day, the visual acuity was as expected, as the pt was high myope with upwards of 4 diopters of cylinder. The pt was not refracted, and will not be refracted until the next postoperative visit. There are two medical device reports associated with this pt. This report concerns the pt's right eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The field service engineer (fse) examined and tested the laser onsite. The fse tightened the connections on the bottom of the computer, and successfully completed system verification to specifications. The root cause is unknown. This report was mailed to FDA on 09/26/2013. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
The manufacturer reference number is(B)(4) .